Event description:
It was reported that balloon rupture occurred. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 8atm for 30 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was good.